Manufacturer narrative:
After the bed was evaluated by a stryker service tech, it was determined that the bed was not repairable, and it was recommended to the account that the bed be replaced.

Event description:
It was reported that the scale was inaccurate due to a bed bent frame. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.